Event description:
During a percutaneous transluminal angioplasty (pta) procedure, the smart stent was placed in iliac artery, but elongated to a length of 12 cm instead of 8 cm. The delivery sys will not be sent for eval. After the procedure, the pt was fine.

Manufacturer narrative:
Add'l info will be sent within 30 days.